Event description:
The device on the drainage tubing sticks up at least 1/4 an inch. This is where a syringe is inserted to draw urine from the tubing. This has caused multiple scratches on the inside of the thighs. This then bleeds and may take several weeks to heal. Persons that use this usually are old, frail, or have major medical conditions. This could cause infections as this skin is now scratched. This is a safety issue. (B)(4).